Event description:
The patient's blood glucose was unknown. It was reported that the customer received a software error alarm. The customer stated that it occurred after restarting the insulin pump and a battery change. The customer stated that there was not a low battery alarm prior to the alarm. Advised customer to discontinue use of pump. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement and self tests. No alarms were noted during testing. However, the pump had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.